Event description:
It was reported that the impedance through the device was less than 200 ohms, but through the analyzer lead impedance was 650 ohms. The rv lead and the device were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead analyzed; the low impedance condition reported in the field was confirmed on the lv output. The rv outputs were noted to be normal. Although automated test data confirmed erratic lead impedances in all three chambers, the condition was unconfirmed during bench testing of the device. Therefore, the cause of the reported low lead impedance in the rv output was not identified. Other : it was reported that the impedance through the device was less than 200 ohms, but through the analyzer lead impedance was 650 ohms. The rv lead and the device were explanted. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications, device evaluated and alleged failure could not be duplicated impedance, low.